Event description:
Per technical services call log, this device reported eos and was explanted. On 9/14/10 - per biotronik rep, the pt presented and her device was uninterrogatable. Six months previous, the device appeared normal with 20-30% battery life remaining. Per biotronik rep, (B)(4), the hosp has retained this device. Should additional info become available, this event will be updated. On 9/14/10 - per biotronik rep, the physician felt the device met longevity estimates and has no complaints against the functionality of this device, despite the status at explant.